Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred approximately twenty minutes into the patients hemodialysis (hd) treatment. The leak was noted as being external and blood was seen dripping from the dialyzer onto the floor. There was no defect or damage observed on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. Additional patient and treatment information as requested, however not provided. The complaint device was discarded and is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Twelve companion samples were returned to the manufacturer for physical evaluation. The actual device was not returned to the manufacturer for evaluation. Out of the 12 returned dialyzers, three exhibited an external leak from beneath the header cap (right of the label) during testing. The o-ring beneath the header cap of each of the three dialyzers was observed to be damaged. The damage on each was in the form of a gouge on the surface of the o-ring and was facing the pu potting surface. The gouge may have prevented a secure seal between the potting cut surface and the o-ring. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.